Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 device code 2017 and investigation conclusions code 18 were removed.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the perclose proglide instructions for use, states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the right femoral vein via 8fr sheath using the preclose technique prior to an pulmonary vein isolation electrophysiology (pvi ep) ablation procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to a 12fr and the pvi ep procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.